Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. Stent imprints are visible on the exposed balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. After pre-dilation a stent is implanted in d1, followed by a balloon inflation and kissing balloon technique. After additional balloon inflations in the lad two stents are implanted in an overlapping manner. The actual complaint event (i.e. Stent dislodgement) is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mild calcified lesion at a bifurcation in the lad. After pre-dilation the stent dislodged from the balloon.